Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst indicated that the rv capture threshold was between 0.625 and 1.5 volts from 10 to (B)(6) 2015, and rises out of range started on (B)(6) 2015. (B)(4).

Event description:
It was reported that one week after implant the right ventricular (rv) lead exhibited high thresholds and a micro dislodgement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.